Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the brown port was "blown" during power injection. Radiology tested the line prior with saline and it was ok. The line split down the seam. The line was clamped and the white port used. Once the CT was complete the line was removed. No patient harm. The patient's condition was reported to be fine and patient was discharged from the hospital on (B)(6).

Event description:
It was reported the brown port was "blown" during power injection. Radiology tested the line prior with saline and it was ok. The line split down the seam. The line was clamped and the white port used. Once the CT was complete the line was removed. No patient harm. The patient's condition was reported to be fine and patient was discharged from the hospital on (B)(6).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided four photos for evaluation. The complaint of extension line ruptured was able to be confirmed by the photos. The photos show multiple angles of the distal (brown) extension line torn at or near the seam. A complete visual inspection could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.